Event description:
Reporter alleged due to blood glucose monitoring device results, having to go to the fire department and being treated with an IV. Reporter stated at 6pm, device result was 112mg/dl and ate before leaving for work at 8pm. Reporter stated feeling groggy and stopped at the fire department at about 8:15pm. Reporter indicated fire department device result was 50mg/dl and he was treated with an IV, contents unknown, before being released to go home. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.